Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Literature attachment: delayed repair of an iatrogenic perimembranous vsd after redo aortic valve replacement: timing over urgency b3: event date was estimated d4: the UDI number is not known as the part and lot number were not provided.

Event description:
The article, "delayed repair of an iatrogenic perimembranous vsd after redo aortic valve replacement: timing over urgency", was reviewed. The article presented a case study of a 71-year-old female patient with a history of prior surgical aortic valve replacement, severe aortic stenosis, and aortic regurgitation. On an unknown date, a 19mm st. Jude mechanical (sjm) heart valve was chosen for a redo aortic valve replacement. The device was implanted. A transthoracic echocardiogram (tte) was performed on post-operative day 5 and revealed a perimembranous ventricular septal defect (vsd) with left-to-right shunting towards the right ventricle and right atrium. The patient underwent a redo sternotomy for surgical repair. A bovine pericardial patch was anchored with 4-0 polypropylene interrupted pledgeted sutures applied through the tricuspid valve exposure. Following release of the initial aortic cross-clamp, intraoperative tee revealed a residual vsd shunt located at the inferior aspect of the patch. After a second aortic cross-clamp was applied and the inferior patch was further reinforced, repeat tee continued to show residual shunting at the same inferior location. The procedure was concluded with a plan for staged, delayed definitive repair once the tissue had matured. After cardiopulmonary bypass weaning, the patient went into atrioventricular block. Temporary pacing was initiated. Atrioventricular block persisted despite the temporary pacing. On postoperative day 7, a permanent pacemaker was implanted. Six weeks after the patient was discharged, the sjm device was explanted, and a perceval s bioprosthesis was implanted. On postoperative day 8, tte demonstrated a well-functioning bioprosthesis with no residual vsd shunt. "[The primary and corresponding author was mi hee lim, cardiovascular center, research institute for convergence of biomedical science and technology, pusan national university yangsan hospital, 20 geumo-ro, mulgeum-eup, yangsan-si, gyeongsang-nam-do 50612, republic of korea, with corresponding e-mail: smmh1008@gmail.com.]".